Event description:
The facility contacted baxter canada to report a clearlink set in which the facility was having a problem with the set's tubing. According to the facility, the tubing is cracking, resulting in blood backflowing into the tubing and out onto the bed. The malfunction was reported to have been found during infusion. There was a patient involved; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or relevant additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received for evaluation. Visual inspection did not reveal any defects. A pressure test was performed, and no failures were observed. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.